Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 0157711. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a labeling error was identified. The label displays a notified body (nb) number, ¿0318¿, on the case labels. This nb number does not apply to material 305828, bd blunt fill needle; therefore, it should not have been printed on the labels. The rest of the packaging information displayed on the label is correct. The labels were printed in accordance with the approved label drawing. The label was previously updated to add a non-sterile symbol to the graphics. The label change was carried out and the changes were released. Upon review of the label change request, the nb number ¿0318¿ was added inadvertently to the label drawing and approved. Therefore, product manufactured with this approved label drawing was printed inadvertently with the identified label error. As this is considered a critical complaint, CAPA#2446464 has been initiated to resolve this issue and prevent any future defects of this sort.

Event description:
It was reported that needle blunt fill 18g x 1 1/2in ns fraga had incorrect label information. The following information was provided by the initial reporter: on january 28th, sih, a kit packer in spain communicated an artwork discrepancy to bd. They observed the presence of a notified body number, 0318, (denoting certification by aemps), on a class 1, self-certified product, the blunt fill needle ( sku 305828.) The notified body number should not appear on the carton, as bd self certifies this unit. A review has indicated that this issue is due to a transcription error during an unrelated graphics change in 2019. During a rev 2 update for date formatting and sterilization symbol updates, there was a transcription error in the course of the lcr. The product is class 1 and self-certified via the doc signed by the iberia country lead. There were a number of other packaging format changes going through at that time under the same lcr, so it was probably a copy and paste error. So far, there have been 5 lots manufactured, all consumed. This is a low volume product with around 1 million units produced per year. All planned production has been postponed until this can be resolved.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle blunt fill 18g x 1 1/2in ns fraga had incorrect label information. The following information was provided by the initial reporter: on (B)(6), sih, a kit packer in (B)(6) communicated an artwork discrepancy to bd. They observed the presence of a notified body number, 0318, (denoting certification by aemps), on a class 1, self-certified product, the blunt fill needle ( sku 305828.) The notified body number should not appear on the carton, as bd self certifies this unit. A review has indicated that this issue is due to a transcription error during an unrelated graphics change in 2019. During a rev 2 update for date formatting and sterilization symbol updates, there was a transcription error in the course of the lcr. The product is class 1 and self-certified via the doc signed by the iberia country lead. There were a number of other packaging format changes going through at that time under the same lcr, so it was probably a copy and paste error. So far, there have been 5 lots manufactured, all consumed. This is a low volume product with around 1 million units produced per year. All planned production has been postponed until this can be resolved.